Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported from information obtained from follow-up that the cardiac resynchronization therapy defibrillator (crt-d) premature battery depletion had been confirmed. The device was reprogrammed and subsequently explanted and replaced.

Manufacturer narrative:
Correction: h1 product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. Device analysis confirmed that the device did not charge efficiently with the original device battery. The device charged nominally when the battery was replaced with an external supply. No hybrid anomalies were found. The results were consistent with the device battery causing the excessive charge time. Battery analysis revealed that during destructive analysis (da) lithium in all anode sections showed selective usage, with complete severing between all anode sections. Lithium scalloping was also observed in all the anode sections. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion. The crt-d remains in use. No patient complications have been reported as a result of this event.